Event description:
It was reported to boston scientific corporation (bsc) that a patient underwent a procedure on (B)(6) 2011 with a prolieve thermodilatation kit for the treatment of benign prostatic hyperplasia (bph). Reportedly, at 36 minutes into the prolieve treatment a "water level too low" warning occurred. There were no detectable leaks in the system and the water level did not appear to be low. On ultrasound, the compression and anchoring balloons were seen still inflated. A second prolieve kit was used to complete the procedure without complications. Per the bsc sales representative who was present during the case, the patient completed a post-void trial and did not require catheterization post procedure. The patient reported a complication of swelling to bsc on (B)(6) 2011. The patient remembers feeling a sharp one second burning sensation in the urethra approximately 45 minutes into the procedure. The patient reported that he began experiencing swollen ankles, feet and legs on (B)(6) 2011 that have not resolved. His weight increased from (B)(6) lbs. To (B)(6) lbs. The patient has no previous history of swelling. Forty seven days post procedure, the patient reported no bph improvement. Patient medical records determined the following: he was seen on (B)(6) 2011 stating that he saw blood in his urine on (B)(6) 2011 and is also having continued urgency. During the office visit on (B)(6) 2011, the visual hematuria had resolved, but urinalysis confirmed traces of blood, for which no treatment was given. The patient was seen on (B)(6) 2011 for voiding symptoms (urinary frequency, weak urinary stream, 4-5 episodes of nocturia) and the patient reported edema of the hands and feet. There was no prior history of edema and no treatment was given. The physician assessed there was no relationship between the prolieve treatment and the edema. This medwatch report is for patient clinical complications.

Manufacturer narrative:
(B)(4) - the reported event of device catheter pressure issue, the reported event of device catheter device displays error message. The devices [(catheter and heat exchanger cartridge (hxc)] were received for analysis. During the initial visual exam of the returned hxc, there was no damage or imperfections to the tubing or the hxc connector. There was no excess glue on the core to plate bonds. During the visual exam of the catheter, there was no damage or excessive glue observed. During the functional test on the hxc and catheter, the hxc filled with no leaks observed. The compression balloon filled with no leaks observed. The anchoring balloon filled and remained inflated with no leaks observed. While attempting to reach 15 psi (pound per square inch), water was observed leaking slowly from the proximal bond of the compression balloon. Pressure was maintained at 13.9 psi and the anchoring balloon deflated properly. Product analysis confirmed a leak at the proximal bond of the compression balloon on the catheter which may have caused a low water level error message to be generated on the console during the procedure and may have caused a perception of an inefficient pump. The most probable root cause classification for the proximal bond leak observed during analysis is supplier manufacturing as the bond was inadequate and would have occurred during manufacturing.